Event description:
(B)(4) it wasn't a specific date. I was having a lot of random joint pain at first you just pass it off but it continued for 3 years. I also had excessively heavy periods which I had an ablation and that still didn't help only to learn that ablations really shouldn't be performed with essure in place. I started losing my hair like crazy which in turn completely ruined my self esteem. I gained over 50 pounds and that also played an emotional roll with me. My dr continued to say that essure has nothing to do with any of these problems and only performed my hysterectomy because of my awful periods. I'm 33!!!!. My device was covered by my insurance.